Manufacturer narrative:
The pump was received with a blank display and a constant tone after inserting a battery due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. Unable to verify for error alarms due to the blank display. The pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a watchdog timeout alarm and has stopped working despite changing battery. Customer's blood glucose at time of incident was unknown mg/dl. The customer was advised that the pump will have to be replaced. The customer has already reverted to backup plan.